Event description:
I switched to acuvue oasys and astigmatism lenses last year, as my regular contact brand. Frequency 55 and vertex toric were sadly being discontinued. The switch to acuvue brand has been nothing but trouble for me. These lenses do not clean easily, pick up residue quite easily and tear inside the eyes leaving small lens particles in the eyelids which are very difficult to remove. I'm very disappointed in the quality and safety of this product. Thus far, I had about 12 lenses with these issues. I am unable to switch to another brand due to extreme astigmatism in my eyes and not many mfrs make lenses for my needs. The quality of this product must be improved to ensure pt safety and minimize damage to eyes. I have no choice but to continue using this product until I find another MFR that makes better brand of contact lenses. I have been using contact lenses for past 20 years. And the acuvue brand is the worst quality brand of contacts I've used. FDA safety report ID# (B)(4).